Event description:
It was reported that the patient experienced low flow alarms and went to their accident and emergency (ae) department. While in the ae, the patient collapsed but recovered spontaneously. The patient was transferred to their hospital; pump flow was around 3.3 lpm, no increase in pump power was seen and a radial pulse was present. A computerized tomography (CT) scan of the chest and an echocardiography (echo) were performed that revealed an outflow graft obstruction; the obstruction was 8-9 cm in length. The patient was also noted to have a small left ventricle.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is complete. Reporter postal office or zip code: (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed based on the provided images. According to the account, after removing the obstruction between the bend relief and outflow graft, flow immediately improved. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported collapse that recovered spontaneously could not conclusively be established through this evaluation. The submitted graph summary of the controller periodic log file contained data from 11sep2022 through 22sep2022. The graph summary captured low flow hazard alarms on 20sep2022 and 21sep2022. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31may2018. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) (rev. G) and the heartmate 3 patient handbook (rev. G) are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 1 lists the outflow graft clip as a required component for implant. Section 5 further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: no changes were made to the patient's pump parameters prior to the obstruction; however, the patient's warfarin intake had been decreased. No further information regarding the obstruction was provided. The patient was readmitted for their low flow alarms on 14nov2022; a low flow 2.0 software upgrade would later be performed. The patient returned to the or on (B)(6) 2022; an incision was made in the bend relief and a gelatinous material was removed. The patient was reportedly doing well and was extubated in critical care the day after their surgery. Pump flow improved from 2.3 lpm to 3.4 lpm post-surgery.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.